Event description:
It was reported by a customer that on (B)(6) 2011, the fiber melted at the tip while inside of the pt at 10,140 joules. Add'l info reported by the customer was during set-up the aim test was performed. The user did not experience any injury was a result of the use from the system. The event did not cause any issues with the pt.